Manufacturer narrative:
The implant date was unable to be retrieved.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no anomalies were visually observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.